Event description:
Patient complaining of waking up every night around 2:30 with pounding at pacemaker pockets. (B)(6) was off. Discussed turning off atrial lead position check in the patient which I believe is causing the discomfort. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).